Event description:
I had light adjustable lenses (lal) installed for cataract surgery. The right eye is okay, but I've had lots of problems with my left eye. Now, 15 months later, it has not improved. My vision in my left eye is blurry at all distances, has been uncomfortable right from the beginning, and star bursts are bad at night. I'm very unhappy with the results and wonder if the lal product was defective. I've been back to the surgeon 4 times. He attempted to improve the situation with laser treatments, but no improvement. He is certified by rxsight, the manufacturer of the lal's.